Manufacturer narrative:
Batch review performed on 18 december 2020: lot 136097: (B)(4) items manufactured and released on 10-feb-2014. Expiration date: 2018-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2016. Clinical evaluation performed by medacta medical affairs department: secondary resurfacing of patella in a tka performed 4 years and 8 months before. A secondary patella resurfacing should not be considered a failure: sometimes surgeons prefer to postpone patella arthroplasty in order to preserve maximum quantity of bone and reduce trauma, and proceed to treat only in case of persistent anterior pain. In the same surgery, the insert was exchanged to a thicker one. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension. This is not a problem due to any implant defect or malfunction. Additional device involved lot number is not available.

Event description:
Right knee gmk primary inlay change from 12mm to 17mm and patella implant installation after 4 years and 8 months from the primary(6 apr 2016) surgery due to knee instability. Left knee gmk sphere inlay change from 12mm to 17mm after 1 year and 8 months from the primary(15 may 2019) surgery due to knee instability.